Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling device in accordance with the following instructions for use: inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had too much pressure in channel 1. There was no report of patient harm. The device was returned, evaluated, and it was found that the insufflation channel nozzle was clogged. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed due to the clogged nozzle. In addition to the insufflation channel nozzle being clogged, other evaluation findings include the following: the bending section cover glue was separated, the objective lens was chipped, and the universal cord had buckled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.